Manufacturer narrative:
It was reported that "the leg rest broke during traveling. It was further reported that the wheelchair had been in use for approximately three years prior to the event. And stated that the issue was identified while traveling. Photographs of the affected product were provided for review. Additionally, reported that the left footrest was missing a spring. The customer also reported that the cup holder had broken and duct tape had been applied to hold it in place. Review of the submitted photographs reportedly showed that the chair was missing the cup holder and the right leg rest." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the leg rest broke during traveling."